Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
It was reported that during knee surgery, the flip-cutter pin broke inside the patient in the open position and was therefore very difficult to remove. But the broken pieces were removed from the patient. There was no harm to the patient, operator, or third party. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery.

Event description:
It was reported that during a knee surgery the flipcutter pin broke inside the patient in the open position and was therefore very difficult to remove. But the broken pieces were removed from patient. There was no harm for patient, operator or third party. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery. Update swit 07-mar-2023: the cutting tip of the flipcutter broke off.

Manufacturer narrative:
Additional info:b4, h6: there was no harm to patient, operator or third party. Complaint is confirmed. Functional testing was not performed due to condition of the device. Visual evaluation revealed that the cutter tip of the device broke off and the actuator tube opening is bent preventing the shaft from sliding in. Probable cause is attributed to misuse due to applying excessive forces to the device.